Event description:
It was reported when using the bd pyxis¿ medstation¿ es device had multiple orders not crossing over issue. Customer reported delay during dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple orders were not crossing over. A technical support specialist connected to the station and server, confirmed all messages were crossing without any error on the health sight viewer and verified that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.